Event description:
Customer reported receiving an error 3 after applying a blood sample on their freestyle blood glucose monitor. During troubleshooting with adc customer service, it was discovered that the unit of measurement setting was in the incorrect unit of measurement. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Returned meter was set to mg/dl. Memory overwrite was observed. Found calibration parameters reset, errors indicating battery droop, or readings in the glucose log with cal code 18. Meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter.